Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alteration ¿ is not available. Health effect - clinical code :e0130. Health effect - clinical code :e1002. Health effect - clinical code :e2402.

Event description:
Review of a scientific article about the effectiveness of the vns in patients with developmental and epileptic encephalopathies revealed that, most side effects were mild and improved over time and following adjustment of stimulation parameters. The events include voice alteration, dyspnea, increased seizures, lead fracture, infection, sleep disturbances and dyspepsia (abdominal problems). MFR. Report# 1644487-2024-00928 captures the lead fracture MFR. Report# 1644487-2024-00929 captures the voice alterations, dyspnea, increased seizures, dyspepsia, infection and sleep disturbances. No other relevant information has been received to date.

Manufacturer narrative:
H10 related report numbers, corrected data: initial report inadvertently left blank.